Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the tie wraps caused leaks. As stated on the repair statement additional malfunction on this device: broken o2 outlet.